Manufacturer narrative:
Additional information received: the product was returned for inspection.   Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 120 cm. Smart vascular 6 x 120 stent was noted to be elongated in the target lesion. There was no reported patient injury. The product was returned for analysis. A non-sterile unit of smart 120 vascular - 6 x 120 tent delivery system, as indicated on the ID band, was returned.  Per visual analysis the stent was mounted in its correct position. The hemostasis valve was closed. No anomalies or damages were noted on the unit. Per dimensional analysis the distance between brite tip and stop was measured and it was found that distance allows that stent (length) be loaded. The distance was 131 mm. The stent was measured after deployment and was found to be within specification. Per functional analysis the stent was successfully deployed. A device history record (DHR) review of lot 17492011 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-ses/ incorrect length - too long¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be determined during analysis. The device was received undeployed and intact with no anomalies noted. Further dimensional and functional analysis revealed no anomalies during analysis. According to the instructions for use ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent/delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Advance the device over the guidewire to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Unlock the tuohy borst valve connecting the inner shaft and outer sheath of the delivery system. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue deploying the stent until the distal end of the stent obtains full apposition with the vessel wall. Continue deploying the stent until the proximal end of the stent obtains full apposition with the vessel wall.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the 120 cm. Smart vascular 6 x 120 stent was noted to be elongated in the target lesion. There was no reported patient injury. The product will not be returned for inspection.